Event description:
The IV team was consulted to replace a painful IV in the right ac (anticubital). A 22g catheter was prepared, and the extension tubing was primed with normal saline, with no initial leakage observed. After the IV was inserted and the extension tubing was connected to the hub of the braun 22g catheter, blood began filling the tubing. During the flush, normal saline leakage was noted between the needleless connector and the start of the extension tubing (same area as noted with other ICU medical leaking extension sets). The clamp was applied to stop the bleeding, and a new extension set was primed and used. Replacing this equipment prevented the need for a second IV stick for the patient.